Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(telephone number, email address removed),e2,e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The instructions for use (IFU) steps were unable to be confirmed since information about them was unavailable. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The user may detect the event by handling the device according to the following instructions for use (IFU). Operation manual_ preparation and inspection: inspection of the air-feeding function_ . Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.